Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located int he severely tortuous and calcified left anterior descending artery (lad). The lesion was predilated with an unknown balloon catheter and the 3.00x20mm taxus express2 drug eluting stent (des) was advanced to the lesion. However, the taxus express2 des was unable to cross the lesion. The physician removed the device from inside the patient and it was noticed that the proximal edge of the stent was flared. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.